Event description:
Nurse completed an insulin injection on the resident and was attempting to activate the needle safety device. The device did not activate as usual; the nurse continued to work with it. It was very hard to move and finally with "a lot of force" she was able to cover the needle. However, during the process, the thumb of the opposite hand was stuck by the needle.====================== health professional's impression======================safety device malfunctioned.